Event description:
During an atrial fibrillation (afib) procedure, a pericardial effusion was noticed. There was a drop in blood pressure on the patient and they became tachycardic after two "pulses" using the farawave catheter on the cavotricuspid ishmus (cti) line. They had just completed a pfa ablation on the left vein posterior wall. The pericardial effusion was confirmed by intracardiac echocardiography (ice). The medical intervention provided was a pericardiocentesis and 400cc of fluid was removed. The pericardial effusion kept getting larger after the fluid was removed; therefore, they sent the patient to computed tomography (CT) surgery to patch the left ventricle. The last known status of the patient was reported to be in stable condition. The physician thought the pericardiocentesis caused the injury. They were aware of how that sounds when compared to the order of events but that is what the physician stated. The only bwi catheters in the body at the time of the injury was a soundstar catheter (10439236) and a deca nav (r7f282ct) catheter. The carto 3 system was only used for mapping. Farapulse system was in use. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".